Event description:
It was reported that the pt's nih stroke scale showed a new neurological dificit at 24 hours post-procedure. The pt had a slight drift of the right arm. The neuologist indicated that a CT scan was not indicated at this time because he did not think that it would show up on the scan. There was no MRI done. Other than the noted right arm drift, the pt shows no other deficits and is alert, oriented and walking around. In 2005, add'l info was received. Eight days post carotid stent procedure, which was performed 8 days ago, the pt was re-examined. The pt's symptoms of slight upward drift of the right upper extremity unchanged. There was no change in the planned treatment for this pt and a 30 day follow up exmined is scheduled to be performed. This is no add'l info at this time.